Manufacturer narrative:
Patient code has been updated from 2613 to 3191. Device evaluation summary: upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device and no foreign material was observed on the shell surface. During initial evaluation a crease was observed on the anterior aspect, also an area of missing material was observed on the anterior aspect, measuring approximately 0.6 cmx 0.7 cm and a rent at juncture patch was observed. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. No other anomalies were observed. Deflation complaint was confirmed. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this time is not possible to determine the origin of the yellow material. Deflation complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with unspecified mentor saline breast implants and experienced deflation on the left side with visible ripples, and capsular contracture baker grade unknown on the right side. As a result, the patient underwent removal on (B)(6) 2019. This report is for the left side.